Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the extension sets are leaking at female luer. There was no patient involvement and these extension sets will be returned for investigation.

Manufacturer narrative:
The customer's report that the extension sets are leaking at female luer was not confirmed. The sets were inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the associate sets noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified. The suspect set was not returned for investigation. The device history record for reported suspect set model 30914 could not be performed due to no lot number being provided.

Event description:
It was reported that the extension sets are leaking at female luer. There was no patient involvement and these extension sets will be returned for investigation.